Event description:
The reporter stated that he did 3 back to back blood glucose tests, each within 10 minutes. His results were 131, 306; 360, 280; and 220, 178 mg/dl, using separate finger sticks. He did not have any symptoms. A control solution test was not done due to unavailability of supplies. No further information was provided, and attempts to followup with the reporter have been unsuccessful.